Event description:
Dealer alleges the following: chair suddenly stopped with g-track fault error sign. After they changed the g-track module and cmpj joystick, they still received the same error code. They assume it is the controller.